Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed off no power and after battery change. The customer also reported receiving an external ram crc error. The customer's blood glucose level was between 200 and 230 mg/dl. The customer treated with the insulin pump. The customer performed the self-test and it passed. The customer was advised to monitor the device and call back if problems persisted. The customer was shipped a replacement battery cap. Nothing was replaced or returned.